Event description:
The customer reported that during a left colon resection, alarms were heard when the surgeon attempted to seal tissue. When the surgeon went to remove the device from the tissue, the device jaws could not be re-opened. The device jaws were pried off using forceps. The surgeon opened another device and successfully completed the procedure. There was no pt injury.

Manufacturer narrative:
(B)(4). To date, the incident sample has not been rec'd for eval. If the sample is rec'd for eval or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.